Manufacturer narrative:
No product has been returned for evaluation. Radiographs received confirmed dual rod fracture as well as a tulip separation. Multiple attempts to try and retrieve additional information was performed with no customer response. No material nor lot information was provided. It is unknown if the patient followed post operative physical restrictions. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..."

Event description:
A patient underwent a posterior fixation procedure occiput to thoracic without a reported issue. Approximately 6 months post-operative radiographs shows two rod fractures and a tulip separation at c2 level. A revision took place to replace the screw and rods with no additional issues reported.